Event description:
Report of development of paralysis of pt who had catheter replacement 9/29/1998. During the replacement procedure the catheter was sheered off, the distal portion was left floating in the intrathecal space. The pt did well until 30 days post op when pt experienced paralysis from t12 down. This pt has had a pump and catheter since 1994. Many tests and x-rays were reportedly done - all negative. More detailed accurate info is being pursued.